Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) _1644408-2021-01131; s807 - pain, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient complained of pain in her surgical shoulder. After an x-ray was taken, it appeared as if baseplate and glenosphere had loosened.